Event description:
During a coronary stent procedure, the physician experienced difficulty crossing the lesion, and with some manipulation he was able to retract the delivery/stent device back into the guide catheter. Upon removal the proximal edge of the stent appears to be damaged. The case was completed with another manufacturer's stent. No patient injuries or complications occurred.